Event description:
Reporter indicated that patient has passed away from penumonia. Further investigation revealed that the patient was institutionalized and expired as result of atypical pneumonia. Patient received a 50% reduction in seizure activity. Following implant, the patient's original assessment of their illness(generalized tonic-clonic) was re diagnosed to partial complex.